Event description:
Olympus was informed that during an unidentified procedure, the basket of the subject device got stuck inside the pt and the wire reportedly broke while the users attempted to use an unidentified emergency lithotriptor handle. There was no further detail provided.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain add'l info regarding this report w/o success. The device referenced in this report was not returned to olympus for eval. The exact cause of the reported phenomenon could not be conclusively determined. If relevant and significant info become available at a later date, then this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.